Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an error code 14 (prior compressor failure etf) at start up. No patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correction field - medical device ¿ problem code (h6). Reverting back - f. A getinge field service engineer (fse) replaced compressor (d119-00-0236), filters (d103-00-0499 and d103-00-0631), and temperature sensor (B)(6) as preventive parts. All functional and safety checks were performed to factory specifications and the unit was returned to use. The failure analysis and testing department received part numbers 0119-00-0236 and 0206-00-0734 with a reported unit failure of error 14 at bootup. Fat performed a visual inspection and found the parts in good condition. Fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. All testing passed. No failure was confirmed on any part. Parts are retained in the failure analysis and testing department per procedure number (B)(4).